Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the saw attachment device fell apart after use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition could not be confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the attachment would not hold the cutting tools as the clamping mechanism was severely damaged. It was also noted that based upon the overall appearance of the devices tool clamping mechanism most likely became overwound by application of strong forces with improper tools. Due to this, the threads on the set screw coupling were torn off. It was further determined that the device failed pre-test for check function of the quick saw blade coupling, check the tool coupling and measure the oscillation frequency. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.